Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm, stuck buttons or numbers ramping up noted. Unit was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Pump received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit before a bolus attempt and the buttons are scrolling and not responsive. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly and button error. Customer's blood glucose was 225 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.